Event description:
Information was received from a healthcare professional in regard to a patient receiving fentanyl 200 mcg/ml at 43.9 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and other non-malignant pain. It was reported that a motor stall was sent at initial interrogation. The patient did recently have an MRI. The MRI was not done due to a suspected problem with the device or therapy. An MRI/stall occurred on (B)(6) 2016 at 07:22. The stall recovery was (B)(6) 2016, approximately 20 minutes after the healthcare professional interrogated the pump for the event logs. There was no audible pump alarm and the patient was asymptomatic. Telemetry state was reviewed. Troubleshooting resolved the reported event. Re-interrogation of the pump resulted in recovery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.